Event description:
The ICD delivered several inappropriate shocks due to noise. The physician suspected that the noise issue was caused by a damaged lead. Hence, the lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.